Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide this information. The customer was instructed by technical support to ensure the pump was not connected to a power source and to press a specific button on the pump, but the screen did not turn on. As the customer lacked charging supplies, they were advised to use known working charging supplies and to follow up with technical support later.